Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. The device was able to be interrogated with another programmer. No further intervention is planned. The patient was stable and will continue to be monitored.